Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) level was 121mg/dl. A system check was performed and the occlusion was found to be within the infusion set tubing. Reportedly, the cartridge had been in use for 11-12 days. Tandem technical support advised the customer that novolog is labeled for use up to 72 hours and using their cartridge longer than this time period may cause occlusions. The customer stated a cartridge and infusion set change would be performed.